Event description:
A user facility¿s biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine's blood pump rotor cut the dialysate blood pump tubing during a patient's hemodialysis (hd) treatment resulting in blood loss. The bmt said that the machine has been returned to service after she replaced the blood pump motor. No sample is available. Follow up with the registered nurse (rn) revealed that the blood leak occurred one hour and forty-five minutes into the patient¿s hd treatment. The 2008t machine alarmed appropriately with an ¿air in line¿ alarm. A fresenius dialyzer was also in use. The patient¿s ebl was 250ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The patient chose to end treatment two hours early following the event. The patient did not have any issues as a result of ending treatment early. The complaint device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine's blood pump rotor cut the dialysate blood pump tubing during a patient's hemodialysis (hd) treatment resulting in blood loss. The bmt said that the machine has been returned to service after she replaced the blood pump motor. No sample is available. Follow up with the registered nurse (rn) revealed that the blood leak occurred one hour and forty-five minutes into the patient¿s hd treatment. The 2008t machine alarmed appropriately with an ¿air in line¿ alarm. A fresenius dialyzer was also in use. The patient¿s estimated blood loss (ebl) was 250ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The patient chose to end treatment two hours early following the event. The patient did not have any issues as a result of ending treatment early. The complaint device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Corrected information: b5, h5 additional information: d4.